Event description:
A consumer implanted for complex regional pain syndrome type I and spinal pain reported that since implant they had difficulty maintaining a good connection using the recharging belt based on the location of the implantable neurostimulator (ins). The consumer mentioned this to the manufacturer¿s representative (rep) who gave them some adhesive discs which worked really well, so they wanted to order more. No patient symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.